Event description:
A device was returned to the manufacturer in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges jaw pain. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. During the evaluation of the device, the device was visually inspected/scrapped, and no mention of evidence of foam degradation or the visualization of foam particles.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.